Manufacturer narrative:
H.6. Investigation: bd received one (1) sample and six (6) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for 'stopper trim defect' with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to left over rubber material remaining in the equipment that cuts each rubber stopper from the rubber sheet. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had the stopper pull out of the holder the following information was provided by the initial reporter: " rubber stoppers are not cut correctly and causing problems when pulling out of holder. I have seen 3 on site today but hearing from the location that it is often. I am in possession of one tube personally."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had the stopper pull out of the holder the following information was provided by the initial reporter: rubber stoppers are not cut correctly and causing problems when pulling out of holder. I have seen 3 on site today but hearing from the location that it is often. I am in possession of one tube personally.